Manufacturer narrative:
Ethnicity: asku - asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had to be removed due to a break in the capsule. The iol was cut and removed and a new iol was placed afterwards. Through follow-up, it was learned that the iol was placed in the capsule bag after a routine case, but became decentered after irrigation and aspiration (I/a). It is unclear when it occurred, but likely after iol implantation. A peripheral nasal tear was noted in the posterior capsule (posterior capsular tear), so a decision was made to remove the iol during the same surgery. An anterior vitrectomy and a main incision suture were required. A non-johnson & johnson 3-piece sulcus lens was implanted as a replacement iol. The patient's post-operative outcome reported mild corneal edema which is expected to resolve. Otherwise, there were no issues. It is expected that the patient will do fine. No further information was provided.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 31-may-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to a capsular tear or instability could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.